Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with an antiseptic solution, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. Other potential causes of the reported issue include touching or picking at the wound, using inappropriate tools during the implant procedure, multiple tunneling attempts, and the patient having contraindicating conditions. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their receiver site was red and swollen, and antibiotics were prescribed. As of (B)(6) 2025, the patient is doing better and the redness and swelling have almost completely resolved. New bandages were placed on the receiver site and an antibiotic ointment was prescribed. Additional information was received on june 23, 2025. The incisions are mostly healed and no further issues have been reported.